Manufacturer narrative:
The investigation has determined that higher than expected vitros tropi es results were obtained from multiple samples from the same patient when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4140 and 4160 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4140 or 4160 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing was not performed at the time of the event or upon request by the tsc, therefore an instrument issue cannot be confirmed or ruled out as a contributing factor. The customer is not following the collection device manufacturer recommendations for sample preparation. Pre-analytical sample processing could not be ruled out as a contributing factor. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lots 4140 or 4160. Email address for contact office is (B)(6).

Event description:
The investigation has determined that higher than expected vitros troponin I es (tropi es) results were obtained from multiple samples from the same patient when tested on a vitros 5600 integrated system. Patient 1 sample 1 result of 0.066 ng/ml versus the expected result of <0.012 ng/ml. Patient 1 sample 3 result of 0.072 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected patient results were not reported outside the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).